Event description:
It was reported that the patient experienced symptoms of presyncope. A merlin transmission showed episodes of ventricular noise. In clinic, the noise was reproducible. The right ventricular lead was fractured. The lead was capped and replaced on (B)(6) 2014.

Manufacturer narrative:
.